Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. There was no patient use associated with the reported event.